Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Products have been returned to (B)(6) warehouse for quarantine following assessment and have been found to be damaged. The device associated to the complaint was returned for analysis. The returned instrument presents a new design and break of the plastic extremity, no break of the index metal.

Manufacturer narrative:
The complaint description states that the product has been found to be damaged. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.